Manufacturer narrative:
This device is used for treatment, not diagnosis. The lvis jr. Device is intended for use with embolic coils for the treatment of intracranial neurovascular diseases. Per the instructions for use; potential complications include, but are not limited to: use of the lvis jr. Device is contraindicated under these circumstances: patients in whom anticoagulant, antiplatelet therapy or thrombolytic drugs are contraindicated. Patients with known hypersensitivity to nickel-titanium. Patients with anatomy that does not permit passage or deployment. Possible complications include but are not limited to the following: bleeding or hemorrhage including intracerebral, retroperitoneal or other locations. Complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves: device migration, distal embolization, headache, incomplete aneurysm occlusion, neurologic deficits including stroke and/or death, perforation or dissection of the vessel(s), pseudoaneurysm formation, rupture or perforation of aneurysm, transient ischemic attack (tia) or ischemic stroke, vasospasm, vessel occlusion, vessel stenosis or thrombosis. Based on the information provided, the complaint cannot be confirmed. The device could not be evaluated as it remains within the patient. No device malfunction was reported, however adverse event occured during the procedure. This report is being resubmitted as it failed the first attempt on 5/3/2016, the device code was changed. (B)(4).

Event description:
It was reported that during an embolization treatment, the aneurysm was coiled and stented. During the procedure an intracranial arterial perforation occurred. The patient suffered a massive intracranial hemorrhage and was comatose post operatively. The patient was put on comfort care the next day and died shortly afterward. We have inquired for the doi, date the patient was reported to expire and lot information as this was not clear in the information provided.